Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was no longer able to communicate with her ipg using either the programmer or charging system. The patient stated the last time she used her scs system was on (B)(6) 2013 and everything was working fine. The patient is currently without stimulation. A sjm representative met with the patient and confirmed the issue. The patient is to meet with her physician to discuss possible ipg replacement. Surgical intervention may be taken at a later date to address the issue.